Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. An initial report was previously submitted to FDA on 02/01/2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. (B)(4).

Event description:
Boston scientific received information that a boston scientific technical services (ts)representative was contacted regarding this pacemaker battery depletion that appeared to be depleting at a faster than expected rate. The device remains in service at this time. No adverse patient effects were reported. This pacemaker remains in service, therefore, this clinical observation cannot be confirmed. Should additional information become available, this even will be updated. Seven years later, this pacemaker was returned for laboratory analysis. There were no additional allegations made against the functionality of the device.